Event description:
The device was returned to baxter for service. During testing by baxter, a defective uim (user interface module) pcb (printed circuit board) was found. According to the hospital representative, no patient injury or medical intervention has been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced.